Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that front end of the ureteral stent was found to be fractured.

Manufacturer narrative:
The reported event is confirmed, cause unknown. A photo sample was submitted. The ureteral stent was returned in the original packaging. An evaluation of the physical sample was completed by future matrix. Evaluation of the photo sample noted what appeared to be a portion of the pigtail broken off. Visual evaluation of the physical sample confirmed the separation at the proximal pigtail; the separation did not appear stretched or discolored. The suture appeared to be cut since there was no stretching of the material. The sample passed all dimensional requirements; the outer diameter measured at 0.0802" and 0.0792" using a laser micrometer, the tip and tube inner diameters were measured with a pin gauge and found to be 0.043" and 0.050", respectively. A 0.038" guidewire passed through the sample with no resistance. As no patient involvement was reported the device was not used, however, is intended for treatment purposes. Though a specific cause cannot be determined, a potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that front end of the ureteral stent was found to be fractured.